Manufacturer narrative:
A review of the manufacturing and sterilization paperwork has been conducted. The review of the manufacturing and sterilization records for the device verified that the lot met all pre-release specifications.

Event description:
Physician stated that a gore propaten vascular graft was implanted. Approximately 2 or 3 weeks post op, fluid accumulated around the groin. A drain was put in to drain the fluid. Additional information was provided on 08/27/2008. On four months earlier, a gore propaten vascular graft was implanted in a male patient in a femoral popliteal bypass procedure. On the following month, an ultrasound was performed to assess a rather large fluid component surrounding the graft. On the month prior to original month, aspiration was performed to drain the fluid. The aspirated contents were bloody with no evidence of abscess formation. On five days prior to original date, the patient is maintained on prophylactic antibiotics to prevent graft infection due to the drainage.